Manufacturer narrative:
Date sent to the FDA: 12/02/2020. Additional h-3 summary: five unopened samples of product were received for evaluation. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed, and the pull force were above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qbzapa, batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices were involved in this single procedure? The number of the device is unknown, the 5 devices available are unused. It has been kept by the establishment because this is a representative sample. The single complaint was reported with possible multiple devices. There are no additional details regarding the additional devices.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and suture was used. During the procedure, the needle pulled off from the wire. There could be a risk of needle loss on the operating side. There were no adverse patient consequences reported. Additional information has been requested.